Manufacturer narrative:
Analysis: internal review of qc release data for affected rp2-eua lot 54075426 confirms the consumable lot successfully met the established qc release specifications. Review of the eplex rp2 panel test run information demonstrates that the internal controls were valid. No run malfunction was observed and the eplex instrument (serial #(B)(4)) was working within design specifications. Conclusion: while a discrepant result was reported by the customer, no quality and/or performance issues have been identified for the affected rp2 panel lot. Genmark was not advised of any patient harm or adverse event. This complaint is submitted at the request of the FDA and in accordance with conditions of authorization for eua(B)(4) documented in the record #14470.

Event description:
On (B)(6) 2022, genmark was advised of unexpected negative results, for sars-cov-2, on the eplex rp2 panel tested on (B)(6) 2022. The eplex rp2 panel resulted in no targets detected on eplex but it was positive for sars-cov-2 when tested with cepheid with a CT value of 36. The CT value indicates that sars-cov-2 is present in a low concentration and was missed on the eplex due to an assay sensitivity challenge.

Manufacturer narrative:
Analysis: internal review of qc release data for affected rp2-eua lot 54075426 confirms the consumable lot successfully met the established qc release specifications. Review of the eplex rp2 panel test run information demonstrates that the internal controls were valid. No run malfunction was observed and the eplex instrument (serial #(B)(4)) was working within design specifications. Conclusion: while a discrepant result was reported by the customer, no quality and/or performance issues have been identified for the affected rp2 panel lot. Genmark was not advised of any patient harm or adverse event. This complaint is submitted at the request of the FDA and in accordance with conditions of authorization for (B)(4) documented in the record (B)(4).

Event description:
On (B)(6) 2022, genmark was advised of unexpected negative results, for sars-cov-2, on the eplex rp2 panel tested on (B)(6) 2022. The eplex rp2 panel resulted in no targets detected on eplex but it was positive for sars-cov-2 when tested with cepheid with a CT value of 36. The CT value indicates that sars-cov-2 is present in a low concentration and was missed on the eplex due to an assay sensitivity challenge.